Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer experienced fluctuating blood glucose. The mother reported the customer's blood glucose was 253 mg/dl and later declined to 45 mg/dl. The mother stated they were unable to verify if the insulin pump deliver a 12.7 unit bolus during this incident. The mother also reported the insulin pump would deliver more insulin than necessary for a correction. Customer stated the correction bolus was incorrect during troubleshooting. The insulin pump will be returned for analysis.